Manufacturer narrative:
Final analysis of the pump found no anomalies. The pump passed all non-destructive testing and contained only ¿slight non-significant corrosion¿. Final analysis of the catheter found a hole caused by the metal pin of the pump connector poking through. Conclusion codes no longer apply.

Event description:
It was reported that the patient had been hospitalized due to symptoms of severe baclofen withdrawal that might have been ¿systemic¿ in nature. It was specified that the patient was unconscious and required intubation. The patient was later transferred from the intensive-care unit to the operating room. The surgeon stated that he had once performed troubleshooting by pushing baclofen through the catheter access port that had positive outcomes for the patient, though it was not specified if the surgeon was referring to the current patient or a previous patient. It was reported that the surgeon decided to replace the entire system, as it was unclear what the source of the problem was. The device system was used to deliver lioresal. Two days later, it was reported that, at the time of report, the patient was still intubated, but was not as spastic and seemed to be ¿coming out of it¿. Eight days later, it was reported that, when the pump had been implanted, the existing catheter was used and there was ¿good backflow¿. It was also seen in the logs that a motor stall had occurred on (B)(6), but had recovered one hour and nine minutes later. It was unclear if the motor stall was related to the event.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n193473017, implanted: (B)(6) 2009, explanted: (B)(6) 2013. Product type: catheter: product ID neu_unknown_cath, lot# unknown, explanted: (B)(6) 2013. Product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Correction made to update the previously reported concomitant products. Product ID 8709sc lot# h865976504 implanted: 2013-(B)(6), product type catheter product ID 8709sc, lot# n193473017, implanted: 2009-(B)(6), explanted: 2013-(B)(6), product type catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.